Manufacturer narrative:
A small percentage of the population may experience allergic reaction to (I) inherent plant protein in the gloves. (Ii) to antioxidants and accelerators, added to the gloves during the mfg process. The steps undertaken to reduce protein and chemical residue level in glove in order to minimize skin irritation are as follows: incorporation of pre and post leaching tanks in the production line. The temp of these tanks are 55-95 degree celsius. Chlorination process on-line and its subsequent dilution and rinsing tanks further drive down the protein levels within the glove. The glove further undergoes off-line chlorination, followed by 2 rinses in order to obtain the final product. Each of the above mentioned stages undertaken serve to reduce the protein and residue chemical levels significantly within the glove. Eval of returned samples - the protein level was negligible.